Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect and low voltage alarms was not confirmed and not reproduced. A review of the submitted controller event log file spanned approximately 1 hour ((B)(6) 2023 from 08:30:05 ¿ 09:32:49 per time stamp). There was only one routine power cable disconnect alarm active in the log file that was associated with a power source exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. The system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. The provided information stated that the issue did not resolve with connecting to other clips and batteries. After the controller was exchanged, the issue did not reoccur again. A root cause for the reported event cannot be conclusively determined through this analysis. The device history records were reviewed were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low voltage and power cable disconnect alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer's investigation is complete.

Event description:
It was reported that the patient had several power cable disconnects and low power advisories, despite having fully charged batteries. The batteries and clips were exchanged, but the issue did not resolve. Log file analysis found that the system controller had been exchanged on 01sep2023. The findings noted that a controller exchange was observed in the downloaded periodic file as it showed no data between 01sep2023 and 06sep2023 due to the controller being disconnected from the pump and turned off. The customer reported that controller was exchanged to the backup to troubleshoot the reported power cable disconnect and low power alarms. The controller was later reconnected to the pump on 06sep2023 due to the patient¿s equipment receiving a software update unrelated to the reported alarms. The controller was exchanged again following the update, and the patient was provided a new controller with updated software. There were no further issues reported on the new controller. The affected controller was returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect and low voltage alarms was not confirmed and not reproduced. A review of the submitted controller event log file spanned approximately 1 hour (31aug2023 from 08:30:05 ¿ 09:32:49 per time stamp). There was only one routine power cable disconnect alarm active in the log file that was associated with a power source exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. The system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. The provided information stated that the issue did not resolve with connecting to other clips and batteries. After the controller was exchanged, the issue did not reoccur again. A root cause for the reported event cannot be conclusively determined through this analysis. The device history records were reviewed were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low voltage and power cable disconnect alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had several power cable disconnects and low power advisories, despite having fully charged batteries. The batteries and clips were exchanged, but the issue did not resolve. The system controller was then exchanged, and the alarms resolved.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.